Event description:
A micro drill long straight attachment was sent for service and excessive wobbling was noted with the small pin during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the device is received and evaluated.